Event description:
In 2009, the user facility notified terumo cvs that the flexible pvc tubing that attaches to the inlet port of a centrifugal pump had become disengaged from the inlet port of the centrifugal pump during a cardiopulmonary bypass procedure. It was reported that there was a loss of blood when the tubing disengaged from the inlet port of the centrifugal pump. The user replaced the suspect unit and the procedure was completed without further incident. The user facility reported that the patient was not adversely impacted by the event.

Manufacturer narrative:
Terumo is conducting an investigation into the reported event to ascertain a root cause. The actual device is being assessed. The labeling that is associated with the centrifugal pumps instructs the user to secure all connections within the bypass circuit and to monitor the circuit for evidence of leaks.